Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00249004630; lot# unk; 3.0 mm threaded pin. Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Discarded.

Event description:
It was reported that during znn antegrade femoral nailing procedure, the tip of 3mm pin sheared off in patient¿s femur. The fractured piece was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6. Reported event was confirmed by review of x-rays received. Review of the available records identified there is a metallic pin that sheared off, located lateral to the femoral stem component. Hardware appears intact. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.